Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure the trip wire on the release handle was malfunctioning, resulting in a failed deployment of the ligator bands at the front end of the endoscope. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.